Event description:
A remstar plus c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center found blower foam degradation and visible foam particles inside the blower kit. In addition, the service center found error codes e065 (err_stuck_encoder_a) and e066 ( err_stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed.